Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mg/dl, and a loss of consciousness. Reportedly, customer's non-tandem continuous glucose monitor (cgm) was not providing readings, and customer was unaware of bg level. Additionally, pump's basal iq could not suspend insulin as no cgm readings were provided. Subsequently, customer was hospitalized. Bg was treated with an unspecified intravenous treatment, and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Customer acknowledged pump was functioning as intended.